Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during set-up for a procedure at the user facility, the remb electric wiredriver was running without user activation. The procedure was completed successfully. No delay, no adverse consequences, and medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated; however, upon visual inspection, the diagnostic engineer found delaminating flex. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during set-up for a procedure at the user facility, the remb electric wiredriver was running without user activation. The procedure was completed successfully. No delay, no adverse consequences, and medical intervention were reported.